Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a 14 fr biomedicus life support cannula, it was reported that there was damage and deformity in the clamp zone, and near the area between the connector, and wire bound. Venous flow dropped, and venous cannula was collapsing almost completely between the connector and wire bound portion. Customer decreased rpms and it resolved issue, but venous flow was still low, and increasing rpms collapsed it each time. Rpms were always within normal limits. Giving volume helped temporarily multiple times. That portion of the cannula felt very thin and pliable. The surgeon thought it was a defective cannula so it was changed out with no adverse event. The flow issues continued but less collapse on the new venous cannula which was attributed to it being a nextgen cannula with thicker tubing and seemingly less pliability. It was found that there was a clot thrombus in the right atrium (ra) that was probably causing impeded drainage but the collapsing nature of the original cannula still seems odd. The devi ce was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the clot issue in the ra was not caused by the cannula.